Manufacturer narrative:
The account isolated the issue to the head up valve. The account replaced the head up valve to resolve the issue.

Event description:
The account alleged that the head up does not work. No injury reported.